Manufacturer narrative:
(B)(4). Evaluation, results: arterial occlusion, death. Angulated neck with circumferential thrombus/calcification, moderately tortuous iliac arteries. Conclusion: angulated neck with circumferential thrombus/calcification, moderately tortuous iliac arteries.

Event description:
Additional information was received. Per cec adjudication, it was determined that the vascular complication, reperfusion syndrome left leg and death were related to the study device and procedure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm diameter fusiform abdominal aortic aneurysm on (B)(6) 2010 in the (B)(6). The aortic neck was 26-35 mm in diameter, 20 mm long, and angulated 46 degrees with 40% circumferential thrombus/calcification. The iliac arteries were moderately tortuous. There was also a 20 mm diameter x 33 mm long right iliac aneurysm and a 24 mm diameter x 33 mm long left iliac aneurysm. It was reported that four endurant stent grafts were implanted without issues. On (B)(6) 2010, it was noted that the patient experienced daily fevers up to 39 degrees c with pain in the lumbar area. A CT scan performed on (B)(6) 2010 showed some non-sharp borders of the aneurysm with no other technical observations or any intra-abdominal abscess. No intervention was performed. The fever resolved, and the patient was discharged on (B)(6) 2010 in good health. The investigator assessed the fever to be related to the device and to the procedure. On an unknown date, the patient presented at a hospital in portugal with an occlusion of the stent graft limb acute ischemia of the leg. A thrombectomy was performed; however, the results of the intervention are unknown. The patient expired on an unknown date from multi-organ failure due to reperfusion syndrome (ref MFR # 2953200-2011-00753, 2953200-2011-00754 and 2953200-2011-00756). The investigator assessed the occlusion to be related to the device and unrelated to the procedure. No autopsy was performed, and no death report is available. The stent grafts were not explanted.